Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure in the non-tortuous, non-calcified, circumflex artery, the 3.0 mm x 15 mm xience xpedition stent delivery system (sds) was advanced but met resistance and could not cross the lesion after several attempts. Force was applied during advancing and the proximal shaft area outside the anatomy was bent. The sds was removed from the anatomy; however, resistance was noted during removal. A different stent was successfully implanted to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.